Event description:
It was reported that syringe 50ml ll plunger was loose. This occurred on 4 occasions. The following information was provided by the initial reporter: while filling the syringe, a piece of particle from the black plastic plunger came loose. Problem occurred on 4 different syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2021 h6: investigation summary one sample was provided to our quality team for investigation. The product was visually inspected and the stopper was observed to be incorrectly assembled, partially detached from the plunger rod. There was no visible damage or defects in the plunger that could have contributed to this defect. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. A device history review was performed for lot 2010076, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The assembly machine has a vision system to detect for missing or improperly assembled stoppers. There were no incidents documented related to any failures with the detection system, therefore we cannot identify why the impacted sample was not discarded. Based on our investigation, it was determined this incident occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly, the impacted unit not being properly discarded.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll plunger was loose. This occurred on 4 occasions. The following information was provided by the initial reporter: while filling the syringe, a piece of particle from the black plastic plunger came loose. Problem occurred on 4 different syringes.